Manufacturer narrative:
As reported, the optifix device deployed broken fasteners. Photo provided shows multiple broken fasteners. Evaluation of the returned sample finds for bent guide wire. The reported broken fasteners deployed are a known result of bent guide wire. The components are found to be bent from applied forces while attempting to fixate at the coopers ligament. No manufacturing anomies were found. Review of manufacturing records shows product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ this emdr represents the optifix straight (device #1). An additional emdr was submitted to represent the optifix straight (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic laparoscopic bilateral inguinal hernia repair procedure the optifix straight fixation devices (device #1 & #2) deployed broken fasteners while fixating the 3dmax left large and 3dmax right extra-large meshes into the soft tissue above cooper's ligament. As reported the device jammed while triggering. The procedure was completed by using sorbafix device. It was reported that loose/broken fasteners were removed from the patient's body. There was no patient injury. This file represents optifix straight (device #1).